Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the synchroseal instrument did not obey commands as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noticed. The synchroseal had unintuitive motion as the movements did not match with surgeon's console inputs. The issue was resolved by replacing the instrument with a maryland bipolar forceps.

Manufacturer narrative:
The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was returned with a reported complaint that does not affect functionality. Visual inspection displayed no signs of physical damage. No thermal damage to the cut electrode and no excessive bio debris. Review of the logs showed one e100 recoverable error; however, it is not a failure. A high-impedance error is triggered when the user attempts to seal or transect too much tissue between the jaws. Review of energy logs was unable to verify any failures with the instrument. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument sealed and transected successfully in 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. No product issue was identified.

Event description:
Refer to h11 for follow-up information.